Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils migrating and becoming embedded in my uterine lining"), pelvic pain ("pain / pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 48-year-old female patient who had essure (batch no. A78080, a64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had a hard time inserting one of the coils" on (B)(6) 2013. The patient's past medical history included malignant melanoma, recurrent abortion (5), adenoma nos (breast surgery: adenoma excision), knee arthroscopy, melanoma (melanoma from right thigh, lymph node removed right), colonoscopy and uterine dilation and curettage. Concurrent conditions included uterine bleeding, irritable bowel syndrome, gerd, constipation, myofascial pain syndrome, umbilical hernia (without obstruction and without gangrene), arthritis, motion sickness, vulvovaginal candida, paratubal cyst (right tube), hemorrhagic cyst (left ovary), concentration impairment, dizziness, anxiety, irritability, pulmonary congestion, cough, penicillin allergy, allergic reaction to analgesics, vulvovaginitis, breast pain, dysmenorrhea since 2008, infection since 2009 and body mass index normal. Family history included breast cancer (maternal aunt) and hypertension (mother). Concomitant products included azithromycin from 2012 to 2014, benzonatate from 2012 to 2015, cheratussin ac, clindamycin, dexamethasone, dicycloverine (dicyclomine), estradiol, fluconazole (diflucan), fluconazole from 2009 to 2014, fluticasone from 2014 to 2018, hydrocodone from 2010 to 2016, lidocaine, metaxalone since 2013, methocarbamol from 2013 to 2017, methylprednisolone (methylprednisolon) from 2008 to 2016, norlestrin fe (microgestin fe), nortriptyline from 2012 to 2016, ondansetron from 2015 to 2017, oxycodone from 2014 to 2018, prednisone, promethazine from 2013 to 2015, rizatriptan from 2010 to 2017 and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("she had a hard time inserting one of the coils and it looked like I was in a lot of pain"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss;"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), abdominal distension ("bloating"), fibromyalgia ("fibromyalgia"), nausea ("nausea") and gastrointestinal disorder ("bowel issues"). In july 2013, the patient experienced rash ("skin rash"), dyspareunia ("pain during intercourse") and the first episode of allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menstruation, heavy, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") with vaginal discharge, urinary tract infection ("urinary tract infection") and candida infection ("candidiasis"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced urinary incontinence ("urine leakage"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: cornu of uterine body") and cyst ("cyst"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("nickel allergy"), dysgeusia ("metal taste in her mouth;"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation "), menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain"), mood swings ("mood swings"), back pain ("severe back pain"), abdominal pain lower ("cramping"), depression ("depression"), hormone level abnormal ("hormonal changes") with mood altered, hot flush and night sweats, post-traumatic stress disorder ("ptsd"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), menopausal symptoms ("having premenopausal symptoms as well"), discomfort ("discomfort") and pain ("sharp stabbing pain"). The patient was treated with diclofenac, surgery (davinci robotic total hysterectomy/bilateral salpingo oophorectomy), surgery (davinci robotic total hysterectomy/bilateral salpingo oophorectomy) and surgery (davinci robotic total hysterectomy/bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine haemorrhage, the last episode of allergy to metals, dysgeusia, dental caries, tooth loss, arthralgia, menstruation irregular, menstrual disorder, abdominal pain, back pain, abdominal pain lower, abdominal distension, depression, fibromyalgia, device expulsion, cyst, nausea, gastrointestinal disorder, candida infection, urinary incontinence, procedural pain, menopausal symptoms, discomfort and pain outcome was unknown, the pelvic pain, rash, alopecia, menorrhagia, dysmenorrhoea, migraine, hormone level abnormal, vaginal haemorrhage, vaginal infection and urinary tract infection had resolved and the fatigue, dyspareunia, mood swings, headache, weight increased, post-traumatic stress disorder, neuralgia and memory impairment was resolving. The reporter provided no causality assessment for embedded device and uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, candida infection, cyst, dental caries, depression, device expulsion, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, memory impairment, menopausal symptoms, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, neuralgia, pain, pelvic pain, post-traumatic stress disorder, procedural pain, rash, tooth loss, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: she underwent da vinci assisted laparoscopy hysterectomy with possible bilateral salpingo-oophrectomy. A time out was held and the above information confirmed patient with a history of abnormal uterine bleeding, pelvic pain. Discrepancy was noted in the medical record , as the previously explant date was reported as (B)(6) 2018 and in mr it was reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Human papilloma virus test - on an unknown date: positive. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Smear cervix - on an unknown date: abnormal pathology report showed that they had migrated and were embedded in my uterine lining. On (B)(6) 2018, pain scale:7. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal uterine bleeding, vaginal haemorrhage,allergy to metals, menstruation irregular, abdomen pain, cramping, abdominal distension, arthralgia, pelvic pain, migraines, headaches, weight gain; mood swings, tooth decay, forgetfulness, bowel disorders, hair loss/breakage, prolonged heavy periods, painful intercourse, dysmenorrhea. Batch number: a64636, expiration date: 31-oct-2015, manufacture date: oct-2010. Batch number: a78080, expiration date: 31-dec-2015, manufacture date: dec-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils migrating and becoming embedded in my uterine lining'), pelvic pain ('pain / pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 48-year-old female patient who had essure (batch no. A78080, a64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had a hard time inserting one of the coils" on (B)(6) 2013. The patient's medical history included malignant melanoma, recurrent abortion (5), adenoma nos (breast surgery: adenoma excision), knee arthroscopy, melanoma (melanoma from right thigh, lymph node removed right), colonoscopy and uterine dilation and curettage. *pathology report showed that they had migrated and were embedded in my uterine lining. On (B)(6) 2018, pain scale:7. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included infection since 2009, dysmenorrhea since 2008, uterine bleeding, irritable bowel syndrome, gerd, constipation, myofascial pain syndrome, umbilical hernia (without obstruction and without gangrene), arthritis, motion sickness, vulvovaginal candida, paratubal cyst (right tube), hemorrhagic cyst (left ovary), concentration impairment, dizziness, anxiety, irritability, pulmonary congestion, cough, penicillin allergy, allergic reaction to analgesics, vulvovaginitis, breast pain and body mass index normal. Family history included breast cancer (maternal aunt) and hypertension (mother). Concomitant products included azithromycin from 2012 to 2014, benzonatate from 2012 to 2015, clindamycin, codeine phosphate;guaifenesin (cheratussin ac), dexamethasone, dicycloverine (dicyclomine), estradiol, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), fluconazole (diflucan), fluconazole from 2009 to 2014, fluticasone from 2014 to 2018, hydrocodone from 2010 to 2016, hydroxychloroquine since 2008, lidocaine, metaxalone since 2013, methocarbamol from 2013 to 2017, methylprednisolone (methylprednisolon) from 2008 to 2016, nortriptyline from 2012 to 2016, ondansetron from 2015 to 2017, oxycodone from 2014 to 2018, prednisone, promethazine from 2013 to 2015, rizatriptan from 2010 to 2017 and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("she had a hard time inserting one of the coils and it looked like I was in a lot of pain"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss;"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), abdominal distension ("bloating"), fibromyalgia ("fibromyalgia"), nausea ("nausea") and gastrointestinal disorder ("bowel issues"). In (B)(6) 2013, the patient experienced rash ("skin rash"), dyspareunia ("pain during intercourse") and the first episode of allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menstruation, heavy, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") with vaginal discharge, urinary tract infection ("urinary tract infection") and candida infection ("candidiasis"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced urinary incontinence ("urine leakage"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: cornu of uterine body") and cyst ("cyst"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("nickel allergy"), dysgeusia ("metal taste in her mouth;"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain"), mood swings ("mood swings"), back pain ("severe back pain"), abdominal pain lower ("cramping"), depression ("depression"), post-traumatic stress disorder ("ptsd"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), menopausal symptoms ("having premenopausal symptoms as well"), discomfort ("discomfort"), pain ("sharp stabbing pain"), dermatitis contact ("rashes or skin conditions type: rash: contact dermatitis") and mental impairment ("mental fogginess") and was found to have hormone level abnormal ("hormonal changes") with mood altered, hot flush and night sweats. The patient was treated with diclofenac and surgery (davinci robotic total hysterectomy with bilateral salpingo oophorectomy and davinci robotic total hysterectomy/bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine haemorrhage, the last episode of allergy to metals, dysgeusia, dental caries, tooth loss, arthralgia, menstruation irregular, menstrual disorder, abdominal pain, back pain, abdominal pain lower, abdominal distension, depression, fibromyalgia, device expulsion, cyst, nausea, gastrointestinal disorder, candida infection, urinary incontinence, procedural pain, menopausal symptoms, discomfort, pain and dermatitis contact outcome was unknown, the pelvic pain, rash, alopecia, fatigue, menorrhagia, dysmenorrhoea, migraine, hormone level abnormal, vaginal haemorrhage, vaginal infection, urinary tract infection and mental impairment had resolved and the dyspareunia, mood swings, headache, weight increased, post-traumatic stress disorder, neuralgia and memory impairment was resolving. The reporter provided no causality assessment for embedded device and uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, candida infection, cyst, dental caries, depression, dermatitis contact, device expulsion, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, memory impairment, menopausal symptoms, menorrhagia, menstrual disorder, menstruation irregular, mental impairment, migraine, mood swings, nausea, neuralgia, pain, pelvic pain, post-traumatic stress disorder, procedural pain, rash, tooth loss, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: she underwent da vinci assisted laparoscopy hysterectomy with possible bilateral salpingo-oophrectomy. A time out was held and the above information confirmed patient with a history of abnormal uterine bleeding, pelvic pain. Discrepancy was noted in the medical record , as the previously explant date was reported as (B)(6) 2018 and in mr it was reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Human papilloma virus test - on an unknown date: results: positive. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Smear cervix - on an unknown date: results: abnormal. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal uterine bleeding, vaginal haemorrhage,allergy to metals, menstruation irregular, abdomen pain, cramping, abdominal distension, arthralgia, pelvic pain, migraines, headaches, weight gain mood swings, tooth decay, forgetfulness, bowel disorders, hair loss/breakage, prolonged heavy periods, painful intercourse, dysmenorrhea. Batch number: a64636, expiration date: 31-oct-2015, manufacture date: oct-2010. Batch number: a78080, expiration date: 31-dec-2015, manufacture date: dec-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: event mental fogginess added. Outcome of fatigue updated as recovered/resolved. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for birth control. Over the following weeks and months after the implant, plaintiff began experiencing pain, nickel allergies, skin rash, hair loss, metal taste in her mouth, tooth decay and/or loss, fatigue, joint pain, irregular and/or prolonged menstruation, severe menstruation pain, heavy, abnormal menstruation, pain during intercourse, severe abdominal pain, severe back pain, cramping, bloating, headaches and/or migraines, depression, hormonal changes, and weigh fluctuation. On or about (B)(6) 2016, plaintiff underwent a hysterectomy and salpingectomy to remove her cervix, uterus, fallopian tubes, and ovaries. Company causality comment: this legal case received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain. Plaintiff underwent a hysterectomy and salpingectomy to remove her organs three years after placement. This event, seen as pelvic pain, is anticipated according to reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causal relationship with essure use cannot be excluded. Since medical removal was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils migrating and becoming embedded in my uterine lining"), pelvic pain ("pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6)-year-old female patient who had essure (batch no. A78080, a64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included malignant melanoma, recurrent abortion (5), adenoma nos (breast surgery: adenoma excision), knee arthroscopy and melanoma (melanoma from right thigh, lymph node removed right). Concurrent conditions included uterine bleeding, diarrhea, irritable bowel syndrome, gerd, constipation, myofascial pain syndrome, umbilical hernia (without obstruction and without gangrene), arthritis, motion sickness, vulvovaginal candida, paratubal cyst (right tube) and hemorrhagic cyst (left ovary). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss;"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), abdominal distension ("bloating"), fibromyalgia ("fibromyalgia"), nausea ("nausea") and gastrointestinal disorder ("bowel issues"). In (B)(6) 2013, the patient experienced rash ("skin rash"), dyspareunia ("pain during intercourse") and the first episode of allergy to metals ("nickel allergy"). On (B)(6) 2013, 3 months 12 days after insertion of essure, the patient experienced menorrhagia ("prolonged menstruation, heavy, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") with vaginal discharge, urinary tract infection ("urinary tract infection") and candida infection ("candidiasis"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced urinary incontinence ("urine leakage"). On (b)(46 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: cornu of uterine body") and cyst ("cyst"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("nickel allergy"), dysgeusia ("metal taste in her mouth;"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain"), mood swings ("mood swings"), back pain ("severe back pain"), abdominal pain lower ("cramping"), depression ("depression"), hormone level abnormal ("hormonal changes") with mood altered, hot flush and night sweats, post-traumatic stress disorder ("ptsd"), neuralgia ("nerve pain") and memory impairment ("forgetfulness"). The patient was treated with diclofenac, surgery (davinci robotic total hysterectomy/bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine haemorrhage, the last episode of allergy to metals, dysgeusia, dental caries, tooth loss, arthralgia, menstruation irregular, menstrual disorder, abdominal pain, back pain, abdominal pain lower, abdominal distension, depression, fibromyalgia, device expulsion, cyst, nausea, gastrointestinal disorder, candida infection and urinary incontinence outcome was unknown, the pelvic pain, rash, alopecia, menorrhagia, dysmenorrhoea, migraine, hormone level abnormal, vaginal haemorrhage, vaginal infection and urinary tract infection had resolved and the fatigue, dyspareunia, mood swings, headache, weight increased, post-traumatic stress disorder, neuralgia and memory impairment was resolving. The reporter provided no causality assessment for embedded device and uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, candida infection, cyst, dental caries, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, neuralgia, pelvic pain, post-traumatic stress disorder, rash, tooth loss, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: she underwent da vinci assisted laparoscopy hysterectomy with possible bilateral salpingo-oophrectomy. A time out was held and the above information confirmed patient with a history of abnormal uterine bleeding, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6) test - on an unknown date: (B)(6). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Smear cervix - on an unknown date: abnormal. Pathology report showed that they had migrated and were embedded in my uterine lining. On (B)(6) 2018, pain scale:7. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal uterine bleeding, vaginal haemorrhage,allergy to metals, menstruation irregular, abdomen pain, cramping, abdominal distension, arthralgia, pelvic pain, migraines, headaches." Most recent follow-up information incorporated above includes: on 1-mar-2018: per medwatch voluntary report: event: the coils migrating and becoming embedded in my uterine lining was added. Per mr: event: abnormal uterine bleeding was added. Her concurrent conditions were added. Lab data was added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils migrating and becoming embedded in my uterine lining"), pelvic pain ("pain / pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 48-year-old female patient who had essure (batch no. A78080, a64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had a hard time inserting one of the coils" on (B)(6) 2013. The patient's past medical history included malignant melanoma, recurrent abortion (5), adenoma nos (breast surgery: adenoma excision), knee arthroscopy, melanoma (melanoma from right thigh, lymph node removed right), colonoscopy and uterine dilation and curettage. Concurrent conditions included uterine bleeding, irritable bowel syndrome, gerd, constipation, myofascial pain syndrome, umbilical hernia (without obstruction and without gangrene), arthritis, motion sickness, vulvovaginal candida, paratubal cyst (right tube), hemorrhagic cyst (left ovary), concentration impairment, dizziness, anxiety, irritability, pulmonary congestion, cough, penicillin allergy, allergic reaction to analgesics, vulvovaginitis, breast pain, dysmenorrhea since 2008 and infection since 2009. Family history included breast cancer (maternal aunt) and hypertension (mother). Concomitant products included azithromycin from 2012 to 2014, benzonatate from 2012 to 2015, dexamethasone, fluconazole (diflucan), fluconazole from 2009 to 2014, fluticasone from 2014 to 2018, hydrocodone from 2010 to 2016, lidocaine, metaxalone since 2013, methocarbamol from 2013 to 2017, methylprednisolone (methylprednisolon) from 2008 to 2016, nortriptyline from 2012 to 2016, ondansetron from 2015 to 2017, oxycodone from 2014 to 2018, promethazine from 2013 to 2015 and rizatriptan from 2010 to 2017. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced procedural pain ("she had a hard time inserting one of the coils and it looked like I was in a lot of pain"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss;"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), abdominal distension ("bloating"), fibromyalgia ("fibromyalgia"), nausea ("nausea") and gastrointestinal disorder ("bowel issues"). In july 2013, the patient experienced rash ("skin rash"), dyspareunia ("pain during intercourse") and the first episode of allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menstruation, heavy, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") with vaginal discharge, urinary tract infection ("urinary tract infection") and candida infection ("candidiasis"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced urinary incontinence ("urine leakage"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On 1-feb-2016, the patient experienced device expulsion ("migration of essure device location of device: cornu of uterine body") and cyst ("cyst"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("nickel allergy"), dysgeusia ("metal taste in her mouth;"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation "), menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain"), mood swings ("mood swings"), back pain ("severe back pain"), abdominal pain lower ("cramping"), depression ("depression"), hormone level abnormal ("hormonal changes") with mood altered, hot flush and night sweats, post-traumatic stress disorder ("ptsd"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), menopausal symptoms ("having premenopausal symptoms as well"), discomfort ("discomfort") and pain ("sharp stabbing pain"). The patient was treated with diclofenac, surgery (davinci robotic total hysterectomy/bilateral salpingo oophorectomy). Essure was removed on 1-feb-2018. At the time of the report, the embedded device, uterine haemorrhage, the last episode of allergy to metals, dysgeusia, dental caries, tooth loss, arthralgia, menstruation irregular, menstrual disorder, abdominal pain, back pain, abdominal pain lower, abdominal distension, depression, fibromyalgia, device expulsion, cyst, nausea, gastrointestinal disorder, candida infection, urinary incontinence, procedural pain, menopausal symptoms, discomfort and pain outcome was unknown, the pelvic pain, rash, alopecia, menorrhagia, dysmenorrhoea, migraine, hormone level abnormal, vaginal haemorrhage, vaginal infection and urinary tract infection had resolved and the fatigue, dyspareunia, mood swings, headache, weight increased, post-traumatic stress disorder, neuralgia and memory impairment was resolving. The reporter provided no causality assessment for embedded device and uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, candida infection, cyst, dental caries, depression, device expulsion, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, memory impairment, menopausal symptoms, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, neuralgia, pain, pelvic pain, post-traumatic stress disorder, procedural pain, rash, tooth loss, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: she underwent da vinci assisted laparoscopy hysterectomy with possible bilateral salpingo-oophrectomy. A time out was held and the above information confirmed patient with a history of abnormal uterine bleeding, pelvic pain. Discrepancy was noted in the medical record , as the previously explant date was reported as 01-feb-2018 and in mr it was reported as 02-feb-2016. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on an unknown date: positive hysterosalpingogram - on 26-jun-2013: total bilateral occlusion smear cervix - on an unknown date: abnormal pathology report showed that they had migrated and were embedded in my uterine lining. On 01feb2018, pain scale:7. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal uterine bleeding, vaginal hemorrhage, allergy to metals, menstruation irregular, abdomen pain, cramping, abdominal distension, arthralgia, pelvic pain, migraines, headaches, weight gainmood swings, tooth decay, forgetfulnes, bowel disorders, hair loss/breakage, prolonged heavy periods, painful intercourse, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Events added as " she had a hard time inserting one of the coils and it looked like I was in a lot of pain, having premenopausal symptoms as well, discomfort and sharp stabbing pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils migrating and becoming embedded in my uterine lining"), pelvic pain ("pain / pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 48-year-old female patient who had essure (batch no. A78080, a64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had a hard time inserting one of the coils" on (B)(6) 2013. The patient's medical history included malignant melanoma, recurrent abortion (5), adenoma nos (breast surgery: adenoma excision), knee arthroscopy, melanoma (melanoma from right thigh, lymph node removed right), colonoscopy and uterine dilation and curettage. *pathology report showed that they had migrated and were embedded in my uterine lining.on (B)(6) 2018, pain scale:7. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included uterine bleeding, irritable bowel syndrome, gerd, constipation, myofascial pain syndrome, umbilical hernia (without obstruction and without gangrene), arthritis, motion sickness, vulvovaginal candida, paratubal cyst (right tube), hemorrhagic cyst (left ovary), concentration impairment, dizziness, anxiety, irritability, pulmonary congestion, cough, penicillin allergy, allergic reaction to analgesics, vulvovaginitis, breast pain, dysmenorrhea since 2008, infection since 2009 and body mass index normal. Family history included breast cancer (maternal aunt) and hypertension (mother). Concomitant products included azithromycin from 2012 to 2014, benzonatate from 2012 to 2015, clindamycin, codeine phosphate;guaifenesin (cheratussin ac), dexamethasone, dicycloverine (dicyclomine), estradiol, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe), fluconazole (diflucan), fluconazole from 2009 to 2014, fluticasone from 2014 to 2018, hydrocodone from 2010 to 2016, hydroxychloroquine since 2008, lidocaine, metaxalone since 2013, methocarbamol from 2013 to 2017, methylprednisolone (methylprednisolon) from 2008 to 2016, nortriptyline from 2012 to 2016, ondansetron from 2015 to 2017, oxycodone from 2014 to 2018, prednisone, promethazine from 2013 to 2015, rizatriptan from 2010 to 2017 and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced procedural pain ("she had a hard time inserting one of the coils and it looked like I was in a lot of pain"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss;"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), abdominal distension ("bloating"), fibromyalgia ("fibromyalgia"), nausea ("nausea") and gastrointestinal disorder ("bowel issues"). In (B)(6) 2013, the patient experienced rash ("skin rash"), dyspareunia ("pain during intercourse") and the first episode of allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged menstruation, heavy, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") with vaginal discharge, urinary tract infection ("urinary tract infection") and candida infection ("candidiasis"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced urinary incontinence ("urine leakage"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: cornu of uterine body") and cyst ("cyst"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of allergy to metals ("nickel allergy"), dysgeusia ("metal taste in her mouth;"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain"), mood swings ("mood swings"), back pain ("severe back pain"), abdominal pain lower ("cramping"), depression ("depression"), post-traumatic stress disorder ("ptsd"), neuralgia ("nerve pain"), memory impairment ("forgetfulness"), menopausal symptoms ("having premenopausal symptoms as well"), discomfort ("discomfort"), pain ("sharp stabbing pain") and dermatitis contact ("rashes or skin conditions type: rash: contact dermatitis") and was found to have hormone level abnormal ("hormonal changes") with mood altered, hot flush and night sweats. The patient was treated with diclofenac and surgery (davinci robotic total hysterectomy with bilateral salpingo oophorectomy and davinci robotic total hysterectomy/bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, uterine haemorrhage, the last episode of allergy to metals, dysgeusia, dental caries, tooth loss, arthralgia, menstruation irregular, menstrual disorder, abdominal pain, back pain, abdominal pain lower, abdominal distension, depression, fibromyalgia, device expulsion, cyst, nausea, gastrointestinal disorder, candida infection, urinary incontinence, procedural pain, menopausal symptoms, discomfort, pain and dermatitis contact outcome was unknown, the pelvic pain, rash, alopecia, menorrhagia, dysmenorrhoea, migraine, hormone level abnormal, vaginal haemorrhage, vaginal infection and urinary tract infection had resolved and the fatigue, dyspareunia, mood swings, headache, weight increased, post-traumatic stress disorder, neuralgia and memory impairment was resolving. The reporter provided no causality assessment for embedded device and uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, candida infection, cyst, dental caries, depression, dermatitis contact, device expulsion, discomfort, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, memory impairment, menopausal symptoms, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, neuralgia, pain, pelvic pain, post-traumatic stress disorder, procedural pain, rash, tooth loss, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: she underwent da vinci assisted laparoscopy hysterectomy with possible bilateral salpingo-oophrectomy. A time out was held and the above information confirmed patient with a history of abnormal uterine bleeding, pelvic pain. Discrepancy was noted in the medical record , as the previously explant date was reported as (B)(6) 2018 and in mr it was reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 22.5 kg/sqm.human papilloma virus test - on an unknown date: results: positive.hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.smear cervix - on an unknown date: results: abnormal. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abnormal uterine bleeding, vaginal haemorrhage,allergy to metals, menstruation irregular, abdomen pain, cramping, abdominal distension, arthralgia, pelvic pain, migraines, headaches, weight gainmood swings, tooth decay, forgetfulnes, bowel disorders, hair loss/breakage, prolonged heavy periods, painful intercourse, dysmenorrhea.batch number: a64636 expiration date: 31-oct-2015 manufacture date: oct-2010. Batch number: a78080 expiration date: 31-dec-2015 manufacture date: dec-2012. Quality-safety evaluation of ptc:unable to confirm complaint. Most recent follow-up information incorporated above includes:on 1-apr-2019: pfs received. Event " rashes or skin conditions type: rash: contact dermatitis." Was added. Patient aka name was added.incident:we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pain") in a 48-year-old female patient who had essure (batch no. A78080, a64636) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced alopecia ("hair loss;"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), abdominal distension ("bloating"), fibromyalgia ("fibromyalgia"), nausea ("nausea") and gastrointestinal disorder ("bowel issues"). In (B)(6) 2013, the patient experienced rash ("skin rash"), dyspareunia ("pain during intercourse") and the first episode of allergy to metals ("nickel allergy"). On (B)(6) 2013, 3 months 12 days after insertion of essure, the patient experienced menorrhagia ("prolonged menstruation, heavy, abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") with vaginal discharge, urinary tract infection ("urinary tract infection") and candida infection ("candidiasis"). On (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced urinary incontinence ("urine leakage"). On (B)(6) 2016, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: cornu of uterine body") and cyst ("cyst"). On an unknown date, the patient experienced the second episode of allergy to metals ("nickel allergy"), dysgeusia ("metal taste in her mouth;"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation "), menstrual disorder ("abnormal menstruation"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), the second episode of pelvic pain ("cramping"), depression ("depression"), hormone level abnormal ("hormonal changes") with mood altered, hot flush and night sweats, mood swings ("mood swings"), post-traumatic stress disorder ("ptsd"), neuralgia ("nerve pain") and memory impairment ("forgetfulness"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the last episode of allergy to metals, dysgeusia, dental caries, tooth loss, arthralgia, menstruation irregular, menstrual disorder, abdominal pain, back pain, the last episode of pelvic pain, abdominal distension, depression, fibromyalgia, device expulsion, cyst, nausea, gastrointestinal disorder, candida infection and urinary incontinence outcome was unknown, the rash, alopecia, menorrhagia, dysmenorrhoea, migraine, hormone level abnormal, vaginal haemorrhage, vaginal infection and urinary tract infection had resolved and the fatigue, dyspareunia, headache, weight increased, mood swings, post-traumatic stress disorder, neuralgia and memory impairment was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, back pain, candida infection, cyst, dental caries, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, neuralgia, post-traumatic stress disorder, rash, tooth loss, urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals, the first episode of pelvic pain, the second episode of allergy to metals and the second episode of pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2013.essure removal date ((B)(6) 2018) added. Lot number (a78080, a64636) added. Events abnormal bleeding (vaginal), vaginal infection, urinary tract infection), fibromyalgia, migration of essure device), migration of essure device location of device: cornu of uterine body, cyst, nausea, mood swings, ptsd, nerve pain, forgetfulness, nickel allergy, bowel issues, candidiasis and urine leakage added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 15-nov-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this legal case received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain. Plaintiff underwent a hysterectomy and salpingectomy to remove her organs three years after placement. This event, seen as pelvic pain, is anticipated according to reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causal relationship with essure use cannot be excluded. Since medical removal was required, this case is regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.